Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported the extraction of tooth 1.5 (upper right 2nd premolar). It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient was prescribed any medication to alleviate the reported symptom. It is unknown if the patient has continued the use of the aligners.